Manufacturer narrative:
The 510k: lot number is unknown. Without the specific part number; the UDI number and 510-k number are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Date of event: publication year of 2002. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. [(B)(4)].

Event description:
Title: the influence of new technologies on laparoscopic adrenalectomy. Our personal experience with 91 patients. Author/s: a. Valeri, a. Borrelli, l. Presenti, m. Lucchese,g. Manca, p. Tonelli, c. Bergamini, d. Borrelli, m. Palli, c. Saieva. Citation: surg endosc (2002) 16:1274-1279 / doi: 10.1007/s00464-001-9178-3. The purpose of this study was to test the advantages of the harmonic scalpel in laparoscopic adrenalectomy. From apr 1995 to apr 2001, a total of 91 patients [n=37 male, n=54 female, average age 52.4 years (range, 3-78 years)] with various adrenal pathologies underwent adrenalectomy. The patients were divided into two surgical approach either with conventional (n=67) or with harmonic scalpel (n=24). In the group who utilized harmonic scalpel (both left and right adrenalectomies), the adrenal gland was isolated with the use of harmonic scalpel (ethicon). All the other vessels were controlled using the harmonic scalpel. Complication included intraoperative bleeding (n=1, a women with a left adrenal cyst) who underwent conversion to laparotomy. The laparoscopic approach has proved to be an extremely reliable procedure for benign pathologies and isolated metastases. When surgery is performed using harmonic scalpel, operative time is significantly reduced and surgery is easier and less expensive.